Manufacturer narrative:
Upon receipt and eval of the incident device, a final report will be submitted.

Event description:
"The c0r37 was utilized as a camera port for a 10mm rod lens scope. About 20 minutes into the procedure, the dr. Noticed plastic shard in pt's abdomen. Continued to flake or break at distal tip. Please explain".